Manufacturer narrative:
The technical application specialist (tas) was unable to duplicate the issue. No additional discrepant result issues have been reported since the issue occurred. A definitive cause of the discrepant result was not identified. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module, serial number (B)(6)was identified.

Event description:
The customer observed < linearity results for total bilirubin2 on the architect c8000 for two patients. No results reported out. The customer automatically repeats any < linearity results. The following data was provided: all samples ran on 30may2023 sid (B)(6)initial result tbili2 = < 0.1 mg/dl repeat result as sid (B)(6) = 0.3 mg/dl sid (B)(6)initial result tbili2 = <0.1 mg/dl repeat result as sid (B)(6) = 0.4 mg/dl customers normal range: tbili2: 0.3-1.2 mg/dl no impact to patient management was reported.

Event description:
The customer observed < linearity results for total bilirubin2 on the architect c8000 for two patients. No results reported out. The customer automatically repeats any < linearity results. The following data was provided: all samples ran on (B)(6) 2023. Sid (B)(6) initial result tbili2 = < 0.1 mg/dl repeat result as sid prova 4 = 0.3 mg/dl. Sid (B)(6) initial result tbili2 = <0.1 mg/dl repeat result as sid prova 5= 0.4 mg/dl. Customers normal range: tbili2: 0.3-1.2 mg/dl no impact to patient management was reported.

Manufacturer narrative:
Complete information for section a1 patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.